Event description:
Boston scientific received information that during a recent implant procedure, this pacemaker did not deliver pacing when connected to the implanted leads. Multiple attempts were made to disconnect and reconnect the device and leads to verify proper connection, however, the device continued to not deliver pacing. The decision was made to implant a new device. No adverse patient effects were reported. The pacemaker will be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. It was noted that this occurred during an attempted implant. A visual inspection of the device header and case revealed no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to testing to review the device functions. This device has an automatic lead detection feature that requires an impedance range between 200 and 2000 ohms (inclusive) before the device will automatically switch to the nominal parameters and start sensing and delivering therapy. The memory of this device confirmed that this auto-detect feature did detect a lead. The leads were then inserted into both ports without issue and both ra and rv pacing pulses were present on the bench. This device passed all pacing, sensing, impedance measurements, and recording functions. In conclusion no issue found with device; the device passed both mechanical and electrical tests. Therapy was available in this device. The device was archived.

Manufacturer narrative:
To date, the explanted device has not been received at boston scientific. Upon receipt, this device will under go detailed laboratory testing in an attempt to confirm and determine the root cause of this event.